Event description:
In 2006, the customer reported to bsc that upon opening the resolution clip device, prior to grasping the bleed site, the clip "jaw folded" during a therapeutic colonoscopy (patient age and gender unk). A device prior to this one was used and had the same results. The procedure was successfully completed with a third resolution clip device. The patient did not sustain any complications or ill effects as a result of this issue.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. Please note associated medwatch report 6000048-2006-00520. Our directions for use outline appropriate placement, access and maintenance procedures.